Manufacturer narrative:
Patient information was unavailable from the site. The pendant control was returned to the manufacturer for analysis. Analysis found that all control buttons functioned as expected and visual inspection was also passed. No failure was found. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the pendant became suddenly unresponsive. Site reported that the mobile pendant still functioned. There was no reported delay to the procedure due to this issue. There was no impact to patient.